Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead high thresholds and undersensing were noted, although numerous locations were attempted. The lead was attempted / not used. The physician opted for a single chamber implantable pulse generator (ipg). No patient complications have been reported as a result of this event.